Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the atrial lead was unable to be implanted due to noise. A new lead was used. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.